Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
The patient was revised on (B)(6) 2022 due to a fracture. Approximately 10 days after the last surgery. The surgeon explanted 1 stem ø36/14, 1 humeral cup ø36+3, 1 centered glenosphere and 2 cortical screws. The suregon implanted 1 centered glenosphere 36.